Event description:
It was reported the pt was scheduled for a spinal fusion prior to the scs implant on the same day. The pt was in surgery for about eight hours. Sjm rep waited a couple of days to program the pt as she was in pain. The sjm rep was able to obtain desired stimulation coverage. It was then noted the pt was discharged to a rehabilitation facility due to experiencing vomiting, feeling bloated and having some form of abdominal obstruction. To treat the symptoms, the pt had a decompression colonoscopy. The pt was re-admitted to the hospital for a week. Further follow-up indicated, the pt was seen at her physician for wound and rash check which was developed from tape allergy post-operative. At this appointment, it was noted the wound was healing well and rash had completely resolved. In addition, gastroenterology symptoms were also resolving. The pt was asked to keep the stimulation turned off until the next follow-up.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.